Manufacturer narrative:
Evaluation summary - the instrument was returned with the lens cracked, but otherwise in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunction. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bypass procedure that pneumo is escaping from the trocar. New instrument was opened. There was no patient consequence.